Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for av node ablation procedure. Before the procedure, no left ventricular capture was noted. A chest x-ray revealed that the left ventricular lead had dislodged. The patient was stable before, during and after the ablation procedure. The physician decided to program the device to right ventricular pacing only. Lead revision procedure was discussed.

Event description:
New information that the patient presented for lead revision procedure on (B)(4)2018. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 86.7 cm. Analysis was normal. No anomalies were found.